Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving dilaudid, clonidine, and bupivacaine at concentrations of 20 mg/ml, 584 mcg/ml, 2.0 mg/ml and doses of 0.121 mg/day, 3.53 mcg/day, 0.0121 mg/day via an implanted pump. The indication for pump use was non-malignant pain. It was reported the patient was admitted to the hospital with excessive somnolence and sedation with an unknown cause on (B)(6) 2015. The issue resulted in an in-patient hospitalization. The patient's pump was reprogrammed with a 20% decrease on the same day. It was indicated the issue was not related to the device, therapy or procedure. The issue was resolved without sequelae on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.